Event description:
Procedure: appendectomy. According to the reporter: when introducing the specimen into the pouch, the pouch tore at the bottom. This happened with five devices until they finally managed to collect the specimen although the pouch was ripped.

Manufacturer narrative:
(B)(4).